Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 3x38 mm xience expedition stent was deployed and a distal edge dissection was noted. A 2.5x28 mm xience expedition stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of dissection is listed in the xience expedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures.